Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. During the procedure, second needle detached from suture at the swage when surgeon about to use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending device evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Ans: the needle pulled off the moment sutures is pulled out from patient. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: the assisting scrub nurse. H3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one detached needle and one needle- suture piece was received for analysis. Product code ep8702h; the product code is double armed. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was found. During visual inspection of the needle-suture piece, the swage and attachment area were observed as expected; however, marks that appear to be caused by a surgical instrument were observed on the body needle. Also, a suture piece was noted to be still attached to the barrel hole. Overall, no needle pull-off was observed. In addition, the other section of the suture was not returned for evaluation to determine the assignable cause. A functional test was performed on the needle-suture piece using instron equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.